Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. The returned device was visually inspected, and it was noted that the device had multiple cracks around the doors and display. The most likely cause for the housing damage can be attributed to misuse/mishandling due to the damage to the device. The returned device was assembled with an ar-6410 lot# 73988853, and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The device was run for 35 minutes with no issues. The pump was not observed to power off throughout the 35-minute run time. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2011. -refer to investigation photos.

Event description:
On 05/17/2024, it was reported by a sales representative via (B)(4) that an ar-6480 arthroscopy pump powered off multiple times. This was discovered during a procedure with no patient harm.